Manufacturer narrative:
H3, h6: the navio handpiece p/n 110137, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been associated with a handpiece wiring short. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure. This failure is an identified failure mode within the risk assessment. Per complaint details from the united kingdom, it was reported that during a navio assisted pfa surgery they received an internal cabling error. They tried restarting and received 400000000 pfs control hardware failure error. The procedure was completed with manual instrumentation with a delay of less than 30 minutes. Based on the information provided, no patient harm or injury resulted from the conversion to manual instrumentation. There were no additional interventions reported due to the event. Smith & nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during burring in a navio-assisted pfa surgery, they received and internal cabling error. So, they tried restarting, but received 400000000 pfs control hardware failure error. Therefore, the procedure was completed with manual instrumentation with a delay of less than 30 minutes. The patient was not harmed. Additionally, on inspection it was noticed that the red led was not illuminated on siu daughterboard. It is suspected that the navio handpiece had a wiring short.

Manufacturer narrative:
Section h10: the navio handpiece used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. During diagnostic testing, the system outputted a handpiece connection error. Upon restarting the system, the system outputted a 40000000000 error. The most likely cause of this event is electrical failure within handpiece cable. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The surgical technique guide provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, it was reported that during burring in a navio-assisted pfa surgery, they received an internal cabling error. They tried restarting, but received 400000000 pfs control hardware failure error. Therefore, the procedure was completed with manual instrumentation with a delay of less than 30 minutes. The patient was not harmed. Additionally, on inspection it was noticed that the red led was not illuminated on siu daughterboard. It is suspected that the navio handpiece had a wiring short. As a part of corrective action a more robust design of the siu motherboard has been released. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.